Manufacturer narrative:
(B)(4). The results of this investigation concluded leaflets 2 and 3 contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, an aortic valve replacement (avr) was performed secondary to a calcified annulus and this 21mm trifecta valve was implanted supra-annularly using non-everting mattress sutures. On an unknown date in late 2016, aortic regurgitation was observed on tee at a routine follow-up. A leak was also confirmed at the commissure between a left coronary cusp (lcc) and the non-coronary cusp (ncc). On (B)(6) 2017, a re-do avr was performed due symptoms of lv enlargement including dyspnea on exertion. Ex vivo, the ncc appeared dented/depressed and pannus formation was observed on the inflow side around the commissure between the lcc and ncc. As anticipated, at explant the sewing cuff was disrupted. A 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted. Concomitantly, a synthetic vascular prosthesis was implanted in the ascending aorta to the aortic arch due to its enlargement. Per report, the patient was in stable condition post-operatively.